Event description:
Reportedly, the device was explanted after an implant duration of 0.63 duration due to endocarditis and regurgitation. Per the cer: perimount plus 6900p25mm was implanted to correct pve and mitral regurgitation in 2009 during the event of hvt002498. At about one month prior, symptoms of pve were observed during use of perimount plus 6900p25mm. Customer was monitoring the patient. On the day of the procedure, emergency mvr operation was conducted and perimount plus 6900p25mm reported on hvt002498 was explanted due to mitral regurgitation. This reported perimount plus 6900p25mm was implanted as a replacement and explanted due to pve and mitral regurgitation at about 3 weeks later. Customer commented that there were severe vegetations observed on leaflets. On-x 23mm was implanted as a replacement.

Event description:
Reportedly the device was explanted after a 53 month duration due to aggressive calcification and massive pannus formation. Device is being returned to edwards by hvt sales rep. In 2009, the sales representative obtained all the medications the patient had been taking, thery are as follows: glucophage= 850 mg, tolinase= 850 mg, cozaar= 25 mg, ascriptin= 325 mg, loperssor= 25mg, famotidine= 40 mg, actus = 15 mg, celex= 20mg, and nortriptylline= 50 mg. In the same month, e-mail form sales representative states that a mechanical valve replaced the 3000, 21mm edwards valve. The following month, sent device to r&d for histology analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Evaluation summary: "heavy calcification is detected in the cusp area of all three leaflets. Heavy extrinsic calcification is evident at the free margins of leaflets 1 and 2 at commissure 2. In that region, two tears are detected, in the free margin of leaflet 1 and the free margin of leaflet 2. Each tear measures to approximately 2mm. Calcification restricted mobility in the leaflets and most likely led to stenosis. Host tissue is moderate at the stent inflow and minimal at the tissue inflow. It encroached onto the tissue and into the orifice by 3mm. Host tissue covered most of leaflet 3 at the inflow aspect. Minor cuts in the sewing ring led to wireform exposure at all three commissures. The x-ray demonstrates calcification." X-ray.

Manufacturer narrative:
Research and development evaluation summary: this valve was reportedly explanted after approximately 53 months of implantation duration, due to ¿aggressive calcification and massive pannus tissue overgrowth¿. Calcification in all three leaflets and severe host tissue overgrowth were confirmed by optical examination, x-ray, and histology. As expected, the histology images show a substantial amount of calcification. However, there is no evidence apparent that would explain the specific initiation and growth of the calcification deposits in this valve. In addition, there is no evidence apparent that would explain the specific initiation and growth of the pannus deposits in this valve. Tissue calcification and pannus overgrowth are typically chronic and late events for the vast majority of bioprosthetic heart valves. The mechanisms for bioprosthetic heart valve tissue calcification and pannus overgrowth are not fully understood. The incidence of tissue calcification and pannus overgrowth in bioprosthetic heart valves is highly variable among patients, suggesting that biological factors play an important role in these processes. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from sales representative. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation.